Event description:
During preparation for a case, the nurse obtained a box labeled as a halo sling from the facility shelf, but when the tray was peeled open, it contained an obtryx-curved sling. The curved and halo boxes on the facility shelf were checked and are correct. Another halo sling was used to complete the case.

Manufacturer narrative:
Other (incorrect device in the package).